Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the pump and transmitter regained connection. Tandem technical support advised customer to monitor connectivity and to contact tandem technical support if the issue persisted. Customer did not contact tandem technical support regarding the reported issue.